Event description:
Customer reported and iris pot error. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the iris potentiometer. System operates as intended.